Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction surgery with a 450cc ce med height tissue expander experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 10, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the ce med height te 450cc tissue expander. However, the shell of the device was observed in blue where after additional information was received it was stated that usually methylene blue is added to ensure that any breakage of the product is more evident. Leak testing was performed in accordance with mentor procedures over the device and it was identified that the posterior patch had a tear. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number 9403081 and no non-conformances were identified. As stated in the product insert data sheet, it is contraindicated to place drugs or substances inside the device other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2021, mentor became aware that patient 's date of event is (B)(6) 2021. Patient's implantation date is (B)(6) 2020. On november 9, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).